Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00437, 3010532612-2022-00439, 3010532612-2022-00440, 3010532612-2022-00441, 3010532612-2022-00442.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported as "multiple pumps shutting down without an alarm. Reported as complete shut off, not just stopping pumping". Information states that multiple events occurred of iabp's sustaining a complete shut off while in use on patients and that "every time the issues were resolved very quickly, within 1-2 minutes at the most". The events occurred to multiple different patients during different phases of care including "transport, unit, and or holding area". Customer stated that "all of the pumps were plugged in at the time of the incidents, except for the one that was being transported". Additional information states that "no patient was harmed or injured". Inquiry for specific information on exact dates, times, pump serial numbers, or patient information was unable to be fulfilled. Associated mdrs; 3010532612-2022-00437, 3010532612-2022-00439, 3010532612-2022-00440, 3010532612-2022-00441, 3010532612-2022-00442.